Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device were assembled without any problem and all the lights were green, however when the surgeon trying to fire the reload at the beginning of the procedure, it could not be fire, and the adapter fell off and/or sticking to the shell, the surgeon tried to inserted back on the adapter but it was stuck again and reload could not be fired. They then used manual stapler to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. The clamshell did not seem to have a loose connection with either the pmv representative adapter or the received adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.